Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. It is unknown if competitor or legacy biomet products were used to complete the procedure. Subsequently, patient was revised on (B)(6) 2007 due to unknown reasons. It is unknown what was removed and replaced, however legacy biomet polyethylene liner was used to complete the procedure. Furthermore, patient was revised again on (B)(6) 2015 due to fracture of the femoral stem, which was competitor product. The femoral stem, modular head, and polyethylene liner were removed and replaced with competitor stem and modular head, and biomet polyethylene liner.